Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an inappropriate lead integrity alert (lia) due to undersensing. It was noted that the undersensing led to the device terminating episodes prematurely and delaying treatment. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead sensitivity was reprogrammed.